Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was cracked. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found the distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The complaint regarding instrument cracked was confirmed by failure analysis. The probable root cause of the customer reported issue on the detached fragment is attributed to conditions during use, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing.